Event description:
The rptr did meter to lab comparison tests, within 10 mins. Rptr's meter test (capillary) was 79 mg/dl, and the venous lab test result was 42 mg/dl. Rptr did not have any symptoms. A control solution test was not done due to lack of supplies. No harm was alleged. Follow-up attempts to contact the rptr have not been successful.